Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to non-function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 11f tightrail rotating dilator sheath on both leads, lead on lead binding was encountered. The outer sheath was added to the tightrail, and advancement was made to the tricuspid valve. With gentle traction from the lld ez, the rv lead was removed, along with the tightrail and outer sheath with vascular tissue observed at the tip of the lead. Transesophageal echocardiogram (tee) noted tricuspid regurgitation had increased; however, the patient remained stable. The ra lead was removed, and new rv and ra leads were re-implanted. The patient survived the procedure. This report captures the lld ez in use when the suspected tricuspid valve perforation occurred, causing tricuspid regurgitation. There was no alleged malfunction of the lld ez in use during the procedure.

Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. B7) other relevant history - not available from facility. D4/h4) the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H3) the device was discarded; thus, no product investigation could be performed. H6) per IFU, perforation and tricuspid regurgitation are listed as potential adverse events with use of the lld devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.